Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus). In addition, it was noted that the cuff was not tight enough. A surgical procedure was performed during which the existing aus was removed and replaced. No further patient complications were reported.